Event description:
The customer reported that the energy selected was different than what the unit charged to.

Manufacturer narrative:
The customer reported that the energy selected was different than what the unit charged to. The unit was evaluated at phillips, and the failure was verified. Replacing the switch resolved the reported failure.